Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was trying to calibrate his sensor. His blood sugar was 426 mg/dl. The customer declined troubleshooting for his blood sugar; he stated that his blood glucose increased due to eating ice cream. He was advised not to calibrate until his blood sugars were more stable. Nothing is returning.